Event description:
Patient was receiving a laparoscopic cholecystectomy. Upon connecting the co2 insufflation tubing, it was noted that the end would not fit into the co2 monitor. Several attempts were made to try and push the tubing in, but it just could not be inserted into the co2 monitor from tower 2. New tubing was brought into the room and connected without difficulty.